Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor notified zoll that a patient passed away at the hospital on (B)(6) while wearing the lifevest. It was reported that the patient's death was cardiac related and the nursing station telemetry alarms went off. As the nurses were entering the room, the patient was still conscious and they witnessed him losing consciousness. CPR and defibrillation was performed by the nursing staff. Review of the download flag and ECG data indicate that the initial life threatening arrhythmia at 21:33:07 was coarse vf with variable amplitude and motion artifact. At 21:33:33, the device released gel before the first treatment shock was delivered at 21:34:21. The patient's rhythm at the time of the first shock was coarse vf with variable amplitude and motion artifact. The post-shock rhythm was asystole for 22 seconds with CPR onset. The second treatment was delivered at 21:35:06 with the rhythm at the time of the treatment being obscured by CPR artifact. The post-shock rhythm was asystole for 9 seconds transitioning to CPR artifact. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. Between 21:53:04 to 22:16:43, there was noise on all channels. At 22:20:46, the device detected an arrhythmia while the patient was in atrial fibrillation (af) at 90 bpm with motion/tactile artifact. The device continued detecting a non-treatable rhythm and noise before the electrode belt was disconnected at 22:38:31 and the device was shutdown at 22:39:08. Subsequent monitoring of the patient was not possible. The patient eventually passed away, reportedly at 10:36pm on (B)(6) 2018. No deficiencies were alleged against the device.